Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced critical pump error. The customer's blood glucose value was 117 mg/dl. The customer stated that there is an x on the screen and an arrow pointed to a book. The customer stated that critical pump error displayed on the screen. The product was returned for analysis.